Event description:
My eyes are buring, stinging, have a build-up that I have never experienced yet at the same time my eyes are so dry that my contacts get stuck to my eyes. I wear soflens 66 and have worn contacts for 30 yrs. Never have I experienced buying two brand new boxes of contacts only to have them rendered useless after one usage. Normally a box of contacts lasts me months. I have never had an eye problem other than sight issues before. I am 100% disabled, therefore, financially limited. I am not convinced that my soflens 66 are the issue as they have never been an issue prior to this and to spend money on new types of lenses could be a mistake. My eyes sting now regardless if may contacts are in or not which is suspect. On may 19, 2006, I saw an article about renu solution and became alarmed as this is the product I have been using. Renu w moistureloc. I have recently (this year) begun using this product. Since may 19, I have stopped using this product and I am still not able to wear my contacts.